Event description:
It was reported that during a laparoscopic oophorectomy procedure, the teflon pad fell apart from the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition and with the tissue pad properly attached to the clamp arm and not detached as reported by the customer. Upon functional testing it was noted that the hand activation contacts were damaged. Therefore, functional testing could not be performed, as it did not engage with the hand piece. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information received: the tissue pad was melted because of overuse. When the nurse cleaned the jaw the tissue pad was broke off. Did not fell into the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.